Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n270253, implanted: (B)(6) 2010, product type: accessory. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that their implantable neurostimulator (ins) had migrated. The patient was planning on having their pocket revised and was waiting on insurance to approve it. A revision had been scheduled. The patient used their device so they could work out and started to noticed intermittent stimulation where certain movements would cause their stimulation sensation to cease. They would increase the stimulation and then when they made other movements the stimulation sensation would start again but it was too high so they would decrease it back down. The stimulation was also causing the patient discomfort. The discomfort and intermittent stimulation began suddenly in (B)(6) 2014. The patient's indication for use was post lumbar laminectomy syndrome.